Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and possible issues with the management of their therapeutic anticoagulation and antiplatelet therapy. There are possible patient and pharmacological factors that may have contributed to this event. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Death is a known potential complication that may be associated with use of this product and in all patients with heart failure. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient experienced a hemorrhagic cerebrovascular accident (hcva). At the time of the event, the patient's international normalized ratio (inr) of 1.6. Of note, the patient had a history of chronically low inrs and used lovenox injections regularly. Patient support was discontinued and the patient passed away the following day on (B)(6) 2016. The site reported that the patient's pump was not explanted post-mortem and no autopsy was performed. The patient's equipment will not be returned. The cause of death was not reported but is presumed to be the recent hcva. The site reported that no further information will be available.